Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of the home care user that the device was in use with patient. According to reporter, the cannula broke off and remained under the skin. As a result, the patient went to the hospital. Further information related to clinical consequences for the patient have been requested. No further information provided at this time. No permanent adverse effects reported.

Manufacturer narrative:
Two used cleo® 90 infusion sets were returned for investigation. The devices were received outside their original packaging and with the white caps on the infusion sets. A review of the device history record, relevant to the reported lot, found no abnormities. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination. During visual inspection, it was observed that one of the device cannulas was shorter than other, indicating that the cannula on the shorter device had detached. Investigation determined that the root cause of the cannula detachment was due to an assembly issue during manufacturing. (B)(4).

Event description:
It was further reported that the reported cannula was removed from the patient's skin at the hospital. The removal technique involved a small incision into the skin. According to the reporter, the patient experienced no clinical consequence and no specific medical treatment was needed due to the reported event.